Manufacturer narrative:
The lens was returned. Solution was dried on the lens. Both haptics are broken in the distal area. The broken haptic portions were not returned. The optic is torn from the edge toward the center. Product history records were reviewed documentation indicated the product met release criteria. It is unknown if associated qualified products were used. The lens model is only qualified for use in the (a) and (b) cartridges. Broken haptic damage and torn optic damage were observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met alcon¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol) a surgeon noted the lens to be broken. The lens was removed and replaced and there was no reported impact on the patient. Additional information was requested.